Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because <<insert reason (device was discarded, etc.)>>. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient passed away. During the myocardial ablation procedure with farawave catheter, the patient's blood pressure dropped, and a cardiac tamponade was observed in the right ventricle (rv). The farawave ablation catheter, faradrive sheath, versacross, and a non-bsc catheter were all inserted in the rv. Due to the tamponade, the procedure was discontinued. Drainage was performed but the bleeding did not stop. The patient was then transferred to a new hospital for furthur treatment; however, they passed away. The device is not expected to be returned as it was disposed by the facility. It was later clarified that only the non-bsc catheter was inserted into the right ventricle. The perforation which caused the cardiac tamponade was located in the rv.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during the myocardial ablation procedure with the versacross connect for the faradrive sheath, the patient's blood pressure dropped, and a cardiac tamponade was observed in the right ventricle (rv). A non-bsc mapping catheter was used in the rv. Due to this, the procedure was discontinued. Drainage was performed but the bleeding did not stop. The patient was then transferred to a new hospital for furthur treatment. The device is not expected to be returned as it was disposed by the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient passed away. During the myocardial ablation procedure with farawave catheter, the patient's blood pressure dropped, and a cardiac tamponade was observed in the right ventricle (rv). The farawave ablation catheter, faradrive sheath, versacross, and a non-bsc catheter were all inserted in the rv. Due to the tamponade, the procedure was discontinued. Drainage was performed but the bleeding did not stop. The patient was then transferred to a new hospital for further treatment; however, they passed away. The device is not expected to be returned as it was disposed by the facility.